Event description:
This event did not occur in the USA. This event occurred in the united kingdom on a device (optilite® freelite® kappa free kit, model #: lk016.opt) that is similar to the devices (optilite freelite kappa free kit model #: lk016.opt.a (510(k) number: k231290), optilite freelite kappa free kit (x10) model #: lk016.10.opt.a (510(k) number: k231290) that are marketed in the USA. On (B)(6) 2026, a customer released a falsely elevated kappa free light chain (flc) result of 102.66 mg/l (reference range: 3.3-19.4 mg/l) obtained using the optilite® freelite® kappa free kit (model #: lk016.opt). On (B)(6) 2026, repeat blood samples were collected from the same patient and tested using the same kit lot, producing a result of 28.1 mg/l, which indicated the initial result was falsely elevated. Due to the falsely elevated kappa flc result, the patient was referred to haematology. Possible plasma cell disorder was investigated, including a bone marrow biopsy and pet-CT scan (invasive procedures), which are now deemed to be potentially unnecessary following the repeat testing. There have been no reports of death and no indication of complications following the procedures: however, the clinician assessed that the patient experienced moderate harm. Tbs considers an unnecessary bone marrow biopsy (as an invasive procedure) to be a serious medical event; hence, reporting this case. Investigations indicate that the falsely elevated result may potentially be linked to maintenance of the analyser (optilite analyser, model #: ie700) at the customer site. No assay performance issues have been identified.